Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate therapy due to noise was observed. The lead was found to be dislodged. Lead was explanted and replaced.